Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation at t5-l2. Sometime post-operatively, it was discovered that the "most inferior screws pulled straight up through the bone when the patient bent over, splitting the pedicles--ending up in a position basically through the lateral foramen. Reportedly, the patient has possible neurological deficit." A revision surgery was done to remove the screws and it was noted that "the nim signals weakened to the lower legs. The surgeon feels that this may have been caused by an edema when removing the screws, putting pressure on the nerve roots." During the revision surgery, the construct was extended two levels. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.